Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced bleeding at the s1 lead site and tinnitus. Reportedly, the s1 leads were eroding the skin. Attempts to reprogram were unsuccessful. As a result, surgical intervention was undertaken wherein the left s1 lead was explanted. The issue was resolved.